Event description:
It was reported that a malfunction occurred on the pump. There was no reported impact to the customer¿s blood glucose level. The caller was assisted by technical support in resetting the pump, and the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue reappears.